Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of device manufacture is unknown. A ge healthcare service technician performed a checkout of the equipment and noted the faulty pneumatic module; recommendation was made to the hospital to replace the faulty pneumatic unit. Repair is anticipated pending hospital approval, but no repair has been made to date.

Event description:
The hospital reported that, during pre-use checkout, there was a burning smell coming from the unit. There was no report of patient involvement.